Event description:
It was reported that while the device was at the manufacturer for a repair, it was found that the device continues to run after the trigger was let go. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was repaired and returned to the customer. The quality investigation is ongoing and this record will be updated when it is completed.